Event description:
Oracle ro: (B)(4). It was reported that a plunger sensor error occurred (shaft seal was bad). Patient involvement is unknown.

Manufacturer narrative:
The device was returned to smiths/ICU medical.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement, issue was found during testing. (Updated h6 event problem patient code).

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device presented with the top case chipped, the bottom case cracked. The plunger seal was damaged. The battery was missing. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. Replaced plunger pcb (printed circuit board). The case seal was replaced with new damaged top case. The cause of the reported problem could not be determined. A DHR (device history review) was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer reported problem were found during the review of service and repair records.